Manufacturer narrative:
On 8-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter - left ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and the medical team lost all signals of the catheter displayed on the carto 3 system and the recording system mid-procedure. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. Additionally, it was reported that when the octaray catheter was pulled out of the vizigo sheath, a piece of plastic was tangled in the octaray catheter splines. The plastic piece was clear, thin, and very easy to break. The medical team were able to remove the plastic piece from the splines of the octaray catheter. A received photo of the octaray catheter confirmed damage to the tip. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that one spline has a damage electrode. The electrode was observed dented and partially lifted, no internal components were exposed. No other issues were observed during the visual inspection. In other hand, according to the picture provided by the customer a piece of plastic was tangled in the catheter splines, however, during the analysis in the lab, no foreign material was identify. A manufacturing record evaluation was performed for the finished device number lot 30994042l and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed, since the foreign material reported on the catheter could be caused by the damage observed on the electrode and could be related to the used sheath during the procedure. However, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Even though the foreign material reported by the customer was not returned for analysis, the damage electrode could cause the reported event. Inserting a catheter with a partially lifted electrode into a sheath could trigger the issue reported by the customer. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-sep-2023, the photo analysis was completed. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A pictures were received for evaluation following biosense webster's procedures. According to photographs provided by the client, in the first one there is an electrode dent in one of the octaray's splines. In the second photo it can see a transparent object that looks like a thread, tangled in the splines of the octaray. In the last photo the material is observed, whose origin and composition is unknown until now. A manufacturing record evaluation was performed for the finished device number lot 30994042l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the pictures received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received photos of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter - left ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and the medical team lost all signals of the catheter displayed on the carto 3 system and the recording system mid-procedure. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. Additionally, it was reported that when the octaray catheter was pulled out of the vizigo sheath, a piece of plastic was tangled in the octaray catheter splines. The plastic piece was clear, thin, and very easy to break. The medical team were able to remove the plastic piece from the splines of the octaray catheter. A received photo of the octaray catheter confirmed damage to the tip. They replaced the vizigo sheath and the octaray catheter. The procedure continued. No patient consequences were reported. The piece of plastic is MDR-reportable. The partially separated tip is MDR-reportable.